Event description:
During a lens replacement procedure, the intraocular lens subluxed in the anterior chamber of the eye and was explanted. An anterior vitrectomy was performed and a new lens was implanted with no further problems reported.